Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced a right groin mass, abscess with infected graft, and necrotic tissue. Post-operative treatment includes debridement of right groin, removal of necrotic tissue, partial removal of mesh, and the wound was left open after packing.